Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft surgery, the surgeon was able to squeeze the handle of the two devices. There were issues experienced with the loading or firing of the clips. The jaws closed but no clips were applied. A single clip reusable clip applier was used to resolve the issue. There was no patient injury.